Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their blood glucose kept rising unexpectedly. The customer¿s blood glucose was 448 mg/dl. They had not programmed the insulin pump correctly. They were assisted with programming the device. The device will not be returned for analysis.